Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's compressor is running loud.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit's compressor is running loud. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, g2, h6 (clinical and impact code) updated data: b4, e1 (initial reporter and phone#), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) compressor - running loud. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He replaced compressor . Performed and pass all functional and safety tests to factory specifications. Cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0102-00-0001 rev. C, serial number (B)(6), with a reported unit failure of a loud compressor. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. During testing the compressor was running abnormally loud. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a